Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported performed outpatient implanted port maintenance and found fluid leaking from the connection between extension tubing and the port cannula after puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerlock device is confirmed; however, the exact cause is unknown. One video of a powerloc was returned for evaluation. An initial visual observation of the video showed the device implanted in a patient. A clear liquid was injected into the device and leakage could be observed at the interface of the needle housing and the tubing. No details of the damage could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.